Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned

Event description:
(B)(6). It was reported that 23y po fractured antega shaft.